Event description:
It was reported that the videoscope had worn scratched branches and material breakage (jaws distal end is broke. Device can loose broken parts.). The issue was observed during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.